Manufacturer narrative:
Corrected data: upon further review it was noted that "g4" field which should have been populated with "no" was inadvertently left blank on the initial MDR; therefore, the information has been corrected in this supplemental MDR report and the following fields have been updated accordingly: section g4: combination product: no. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was reported that on day six post-operative after the replacement intraocular lens (iol) was implanted in the left eye, the patient had corneal edema and bad vision due to corneal edema. It was not possible to determine the visual acuity. Through follow-up, it was learned that the patient was prescribed "dimetilpolosiloxane" eye drops to treat the corneal edema. Due to the patient's current visual acuity (unspecified), the patient is unable to renew driver's license, which is a significant impact to the patient's daily activities. There are no planned interventions at this time, however the doctor is waiting for improvement with the use of the eye drops. No further information was provided.

Manufacturer narrative:
If explanted, give date: not applicable, as lens the lens remains implanted. Initial reporter: telephone number: (B)(6). Device evaluation: the device was not returned at the manufacturing site as it remains implanted; therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. A search of complaints related to this production order (po) was performed. The search revealed that one other complaint for this production order number has been received, however the complaint issues reported are not related. Based on complaint history review (chr) results, no escalations are required. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.